Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the implant depth was too ventricular. The valve was snared and pulled in an attempt to hold the valve in the ideal position, however the valve dislodged into the aorta. Another transcatheter valve was successfully implanted. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Eval code method, eval code result, and eval code conclusion product analysis: the device remains in the patient, so no product analysis could be performed. The device history record was not required as this event does not indicate a potential product manufacturing issue. No issues were identified that would have impacted this event. Procedural images were submitted to medtronic for review. The excerpt of the image report from the subject matter expert review follows: fluoroscopic images confirm multiple attempts and recaptures to deploy the first valve with each attempt resulting in too deep position of the valve. The event description states this first valve was removed from the body after more than three unsuccessful attempts and replaced with a second valve system. Per the device instructions for use (IFU), it should be noted that if unable to obtain proper valve placement on the third attempt, the valve should be recaptured and removed from the body and a new valve, delivery catheter system and loading system should be used. Images confirm the use of a second valve that was deployed and released on the third attempt after two recaptures. No adequate images (angiogram or echocardiogram) or patient hemodynamics were provided to understand the depth of valve deployment, degree of paravalvular leak, or valve leaflet function. As stated in the event description, two snares were used (attached to the valve outflow paddles) to attempt to move the valve up to a lesser depth across the native annulus, but these attempts eventually resulted in the valve being dislodged into the ascending aorta. A third valve was then loaded and a fluoroscopic load inspection confirmed a good load. This third valve was advanced over the stiff guidewire that remained in the left ventricle and through the lumen of the dislodged valve in the ascending aorta. Procedural mages show the dislodged valve moving back and forth in the ascending aorta as the snares were no longer attached to the outflow paddles of the dislodged valve. It is best practice to maintain control of the dislodged valve with a snare during advancement of a new valve through it, as well as during deployment and release of the new valve. Based on the images provided, one recapture of the third valve was performed prior to final deployment and release in the annulus. A post-implant balloon aortic valvuloplasty was performed on the implanted valve. The same balloon was then inflated inside the dislodged valve in attempt to move the valve to a stationary position in the ascending aorta as it had continued to move back and forth in the ascending aorta with the blood flow. This attempt to stabilize the dislodged valve in the ascending aorta or move it down into the descending aorta was unsuccessful with the balloon. After this failed attempt to stabilize the valve, a couple of mitral clips were placed. Attention was then turned back to the dislodged valve, where a catheter/guidewire combination from the transfemoral approach were used to grab the outflow of the dislodged valve and pull it back across the aortic arch and down into the descending aorta to a stabilized position. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during po sitioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the device IFU. Dislodge events are typically not related to a device malfunction. Based on the information available, a conclusive root cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Corrected data: a1. Patient identifier medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.